Manufacturer narrative:
Customer confirmed this complaint is cancelled as it was a duplicate of (B)(4). MDR report# 9681477-2024-00024 was submitted for this complaint.

Event description:
The wire was stuck so physisian tried to pull it out, in that process the wire got fractured. New rosen wire was used. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? New rosen wire was used. What is the next course of action? Pull a new wire. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: (B)(4).

Event description:
The wire was stuck so physician tried to pull it out, in that process the wire got fractured. New rosen wire was used. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: new rosen wire was used what is the next course of action?: pull a new wire patient present at time of event?: yes patient complications: no patient complications procedure number:(B)(6).

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.